Manufacturer narrative:
Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall. No further investigation is required.

Event description:
The following information was provided: pt. Reported; I just found out about maybe 3 weeks ago I have cobalt poisoning. I have stryker for my right hip. Had a revision on 7/23/2025 to revise implants due to cobalt poisoning. Experiencing swelling after revision. Right hip.